Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device had to rebooted twice to continue the diagnostic procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was giving intermittent generator error. Review of the system log file showed that the error in point inverter. To resolve this issue, fse tested the tube filament and decided to monitor the system. The same issue reoccurred again after few days where the fse replaced power inverter to resolve this issue. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system was giving intermittent generator errors, not allowing images to be created. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.